Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met 81% of expected longevity.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator and that it was "possible early battery depletion." The device was explanted and replaced. No patient complications were reported as a result of this event.